Manufacturer narrative:
Based on the limited information provided and not having a sample to evaluate no conclusion can be made. Multiple attempts have been made requesting additional information. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in november, 2018 should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that on (B)(6) 2019 while using a bard/davol ventralight st w/ echo the yellow anchor "fell from the device and landed between the mesh and the patient's skin."